Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding broken cables was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report 3901330000-2025-8014 stating: surgeon stated that the curved bipolar robotic arm broke while in the patient. Stated that there was an exposed wire, and the instrument stopped functioning. Robotic arm tagged and returned to management.